Event description:
When placing IV, had ivf [intravenous fluids] hooked up to primary tubing and extension tubing. When tried to hook up extension tubing to IV catheter, end of extension tubing appeared deformed, and would not screw on to IV catheter. Appeared to get stuck and could not turn even on tubing. Disconnected and reconnected new extension set, different lot which worked fine.